Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the reagent probe of the unicel dxc 600 synchron system. Customer indicated that calibration for phencyclidine (pcp), dri tricyclics (stcx), barbiturate (barb), methadone (metd) and ammonia (amm) was affected. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) was unable to reproduce the leak reported by the customer. The fse replaced the a/b reagent valve and the t-valve to address the calibration issue reported by the customer. The calibration issue was resolved after the repairs. The fse verified the repairs were performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint (B)(4).